Event description:
Device malfunction: none. Symptoms/ae: hyperperfusion syndrome. Time of symptoms/ae: after the procedure. It was reported that approx 1 hour post, a right internal carotid artery stenting procedure, the pt experienced sleepiness, left-sided weakness progressing to paralysis, and slurring of speech, which was diagnosed as hyperperfusion syndrome. Initial treatment was to keep systolic blood pressure at or below 120 mmhg with nitroglycerin and metoprolol. One day post-procedure, head CT showed mild right cerebral edema. Two days post-procedure, in 2009, the pt developed seizure activity and was treated with keppra, depakote and ativan. Three days post-procedure, the pt appeared more alert, was able to converse and regained some movement of the left leg. Four days post-procedure, movement of the upper extremity returned. Eight days post-procedure, per CT of the head, there was complete resolution of the edema. Fourteen days post-procedure, neurological status stabilized leaving the pt with some degree of residual memory loss and residual left-sided weakness, sixteen days post-procedure, the pt was discharged to a rehabilitation facility. Although requested, there was no add'l info provided.

Manufacturer narrative:
Study event. There was no rx acculink malfunction reported. Hyperfusion syndrome is a known possible adverse event associated with the device as stated in the rx acculink instructions for use. A review of finished device lot history record did not reveal any non-conformities which could have contributed to this event.